Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the pt suffered a stroke. After the emboshield was placed and predilatation was completed, the pt had a transient episode of upper extremity weakness and aphasia. Additionally, post stent deployment and postdilatation, the pt became hypotensive and again became aphasic with upper extremity weakness. A dopamine drip was started, the blood pressure returned to normal and within 20 minutes all neurological symptoms were resolved. An angiogram was performed showing good blood flow through the stented area with no obvious embolic foci. A CT was done and was negative. The pt was taken to ICU where she was seen by a neurologist. A this point, she had some minimal upper arm weakness and aphasia. The following day, an MRI was done confirming an emoblic left middle cerebral artery stroke. Additionally, at some point post procedure, the pt was treated with lovenox. Four days post procedure, the pt was discharged to home. Although requested, there is no additional info available. Study event.

Manufacturer narrative:
The device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.